Event description:
Physician was attempting to use nanocross elite pta balloon along with non-medtronic 7fr sheath and multiple "0.014 guidewires including nitrex and a non-medtronic one during procedure to treat a little calcified soft tissue lesion in the right proximal to mid superficial femoral artery (sfa with chronic total occlusion (cto-100%). The vessel was none tortuous. No embolic protection was used. A non-medtronic inflation device was used for balloon inflation. Saline and contrast mixture used for inflation fluid. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. Balloon deflation difficulties occurred during removal. The tip, balloon and catheter broke pulling it out. There was removal difficulties noted following balloon inflation. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device. It was reported that the balloon was inflated and then could not be fulling deflated after multiple attempts leaving it unable to get out of patient, the physician finally was able somehow get a small enough hole in the balloon by poking it with another wire and was able pull it partially in the sheath , in the process of this the balloon broke into multiple pieces. The complications associated with this event is vessel damage/injury and dissection. No further patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis:the customer returned two images. Image 1 is a device label. The indicates that the device is a nanocross elite 5 x200mm ((B)(6)), lot number: b317201. Image 2 appears to show an introducer sheath in the patient with 3 fragments of a balloon in the sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.